Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an acute thrombosis occurred. The 70-90% stenosed lesions being treated were located in the mid left anterior descending (lad) artery and the ostium of the second diagonal (dx) branch of the lad, which is a bifurcation. The lesions were predilated with 2.5x15 mm maverick balloon. A 2.75x28 mm taxus express2 drug eluting stent was placed in the mid lad. A 2.50x24 mm taxus express2 drug eluting stent was placed in the diagonal. A 2.75x20 mm maverick balloon and a 2.5x9 mm maverick balloon were used for post-dilatation with a final kissing balloon technique of the diagonal branch and the mid lad stents with excellent final results. Stenosis of both lesions were at 0%. Medications given pre-procedure were: catapres, klonopin, lortab, asprin, and heparin. Medication given during the procedure were: demerol, phenergan, fentanyl, versed, nirtoglycerine, and angiomax. One hour post-procedure patient experienced chest pain. EKG showed mild anterolateral st segment elevations. The patient was brought back to the cath lab and a diagnostic coronary angiogram of the left coronary artery revealed a totally occluded mid lad just proximal to the previously deployed stent with sub-acute stent thrombosis. A pronto catheter was used for thrombectomy of the mid lad and the diagonal branch lesions. Two separate wires were used and the patient was started on integrillin. A 3.00x8 mm taxus express2 drug eluting stent was placed in the mid lad and a 3.25x8 mm quantum maverick balloon was used for post dilation with excellent final results and excellent blood flow in the diagonal branch and lad with total resolution of the patient's chest pain and EKG abnormalities. Medications given during the procedure: angiomax, intetegrillin, demorol, phenergan, and nitroglycerine. No patient further complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.